Manufacturer narrative:
Result - footboard lid, siderail panel.

Event description:
It was reported by svc report that the footboard lid was chipped and had a sharp edge. It was further reported the pt head right siderail inside panel was cracked and allowed fluid to enter into the siderail. Additionally, it was reported that none of the controls worked on either the footboard or siderails. It is unk if there was pt involvement or if there were adverse consequences to report.